Manufacturer narrative:
It was reported to abbott that the patient had their ipg replaced due to ipg reaching end of life. It is unknown when patient lost therapy. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported the patients ipg reached end of life on an unknown date. As a result, surgical intervention was undertaken during which the ipg was explanted and replaced. Surgical intervention addressed the issue.